Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: addr01 ipg, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had noise in the sensing channel. The rv lead was explanted and replaced. It was also noted that the patient had symptoms of syncope. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned. Analysis was performed and revealed that the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Visual summary analysis of the lead indicated stretching.